Event description:
While embolectomizing left femoral artery, coil at tip of embolectomy catheter interior dislodged from catheter and stuck in the side of the vessel. The doctor removed coil tip of catheter by opening site over catheter and "parching" vessel. No permanent pt injury reported.